Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture was observed behind the display lens. The pump was powered on and the display was found to be functioning properly with normal audible tone and vibration. The display lens was observed to be cracked. A leak test was performed and a leak was identified at cracks in the battery compartment. The pump cover was removed and moisture ingress was found on the printed circuit board. The original complaint of a blank display issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.